Manufacturer narrative:
(B)(4) : information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, there was loss of pneumo constantly from the very beginning of the procedure. Due to this problem, they had to stop the procedure often. They decided not to open. There were no adverse consequences for the patient.

Event description:
On (B)(6) 2010, an (B)(6) female pt underwent aaa repair. The pt's anatomical form was not suitable for the procedure because the diameter of both common iliac arteries were more than 20mm. After the contralateral limb was deployed, the physician attempted to cannulate in it, but failed. He then deployed the ipsilateral limb and tried up-and-over approach, but failed. Then he inserted a wireguide from the left brachial artery to approach the contralateral limb, but failed. As time advances, the distal right (contralateral) leg pulse was reduced, so the physician decided to convert to perform a fem-fem bypass following placement of a converter and a iliac plug. The procedure was completed without any endoleaks. The pt was doing fine after the procedure. The pt was doing fine after the procedure.

Manufacturer narrative:
(B)(4). Device not returned. The product involved in this event was identified as part of the voluntary recall of endopath xcel with optiview technology.